Event description:
The manufacturer became aware that a user of the dreamstation 2 advanced auto CPAP had states breathing problem while sleeping. Patient also state fail to awaken from sleep due to sleep apnea. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Previously the manufacturer became aware that a user of the dreamstation 2 advanced auto CPAP had states breathing problem while sleeping. Patient also state fail to awaken from sleep due to sleep apnea. This notification was reviewed by the pms clinical expert due customer reporting that he received the replacement device for his sleep apnea at their previous address and wish to update their shipping address to receive the device at their current location. The patient provided tracking information and serial number details. No specific allegations or harm have been reported. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.